Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed rewind, displacement, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer stated the alarm has been recurring for the pat 5 years. The customer stated the reservoir was not empty when the alarm occurred. Customer also stated the insulin pump passed a self-test. Customer's blood glucose was 158 mg/dl. The customer requested a replacement insulin pump. Customer agreed to return the insulin pump for analysis.